Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported kink was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: resistance was noted during advancement of the balloon dilatation catheter through the stent implant, when the shaft kinked. It did not separate. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the coronary artery the nc trek balloon dilatation catheter (bdc) was being advanced through the stent implant when the shaft fractured [broke/separated]. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.